Manufacturer narrative:
The user is not willing to share additional information to invacare about how the seat post sheared off. The dealer stated that it may have been from a crash but he can¿t confirm. The dealer revealed the weld that holds the seat post snapped, but he was unable to give details how this happened. Should additional information become available a supplemental record will be filed. The device is not expected to be returned for investigation.

Event description:
The provider states the tube in the base frame where the seat post attaches, is sheared off.